Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned an empty test strip vial.

Event description:
It was reported the patient received the following results within 15 minutes: 86 mg/dl, 160 mg/dl, 164 mg/dl, a result in the "90's mg/dl", and 116 mg/dl.